Event description:
It was reported by the affiliate that the (1) tsb45 was used during a colectomy procedure. It was reported that the staples opened after they were fired and did not close properly. There was no adverse consequence to the pt.